Manufacturer narrative:
(B)(4).

Event description:
A health care provider reported that the patient was hospitalized due to tachycardia and low blood pressure on (B)(6) 2016. The patient was administered narcan and later stabilized. The following morning, the patient was administered narcan again. No error codes were observed upon pump inquiry. It was also reported that the volume of undelivered drug remaining in the drug reservoir was less than the expected volume based upon the programmed infusion rate. A 0.0 mg/day flow rate was programmed. The medication in the pump was changed from morphine to dilaudid two months ago, and the daily dosage was increased one month ago. The physician later stated that the patient's symptoms were due to an increase in medication dosage. It was reported that the patient was taking oral medication without the physician's knowledge. The patient's pump therapy medication dosage was lowered and pump therapy continued.